Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed in the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed in the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a failed implantation occurred involving a three-piece, non-preloaded monofocal intraocular lens (iol). During the procedure, a malyugin ring was used in conjunction with the implantation. Upon removal of the malyugin ring, one of the iol haptics became entangled and subsequently tore away from the lens. The damaged iol was removed during the same procedure. The event was identified during and following the implantation attempt. As a result, the surgical incision was enlarged, and a vitrectomy was performed. No unplanned sutures were required. It is unknown whether the event resulted in a surgical delay or the prescription of medications outside the standard of care. It is also unknown whether the event affected the patient's daily activities. The reporter indicated that the directions for use were followed. The patient's clinical outcome was not provided. No additional information was made available.